Event description:
It was reported that the patient experienced reoccurring gastric prolapse post implant a laparoscopic adjustable band, the band had to be removed. The prolapse would be treated and it would occur again. The treatment was to remove all the fluid from the band and educating the patient on proper dietary regiment. The surgeon used two imbrication sutures during the initial stomach wrap. The patient is fine. The device was discarded.

Manufacturer narrative:
(B)(4). Information was not provided by contact.